Manufacturer narrative:
H3: product analysis of ped2-500-25, lot no: b556075 ¿ as found condition: the pipeline flex shield was returned inside the inner pouch, a biohazard bag, and a shipping box. ¿ visual inspection summary: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the distal and proximal ends of the braid were fully opened and frayed. The cause of the failure to open could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, or user deploying braid in vessel bend. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance feedback during the delivery process was greater than usual. The pipeline was been placed in a vessel bend when it faield to open. In an attempt to open the pipeline it was retrieved into the microcatheter twice. The pipeline was not resheathed.

Event description:
Medtronic received report that during deployment the pipeline shield stent tip had an abnormal shape and could not be fully opened event after trying to retrieve and advance the pushwire forward. It was noted that the pipeline and all accessory devices were prepared per the instructions for use (IFU). The pipeline was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient who was undergoing a procedure for flow diversion treatment of an internal carotid artery (ica) cavernous sinus segment unruptured saccular aneurysm. Dual antiplatelet treatment (dapt) was administered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.